Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level from (B)(6) 2019 with blood glucose level was 904 mg/dl and treated with intravenous drip on fluids and insulin drip at hospital. Customer current blood glucose level was 318 mg/dl and during self test blood glucose level was 276 mg/dl. Customer was experienced nausea and leg numbness. Troubleshooting was performed and based upon report customer was alleged insulin pump was under delivery. Customer stated that the auto mode feature was active and automatically adjusted. The insulin pump will not be returned for analysis.